Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacture representative reported the patient's weight was unknown. The pump was not returned as the hcp did not want to return the pump. It was noted the issue was resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative on (B)(6) 2020 regarding a patient receiving baclofen (2250mcg/ml at 924mcg/day) via an implanted infusion pump. It was reported that the patient's incision had opened up at the pocket site. The patient initially had a scab over the pump and reported to the hcp that they picked the scab off. The pump then began exposing itself through the skin. The hcp was notified on (B)(6) 2020 that the patient had picked the scab off. The hcp scheduled an emergency surgery on (B)(6) 2020 to replace the system. The representative showed up to the surgery and the hcp reported that there was not an infection and there was no issue with the device or therapy. The hcp wanted to replace the pump and catheter and did a total system explant. The hcp put the new pump in the previous pocket site although the representative discussed selecting a new pocket site. The hcp then adjusted the dose to 2000mcg/ml at 100mcg/day. No further complications were reported or anticipated.